Event description:
It was reported that a patient was experiencing consistent auto mode switch episodes due to noise on the right atrial lead. The physician decided to keep monitoring the situation and not take any action. No patient symptoms were reported.